Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy, itchy rash along his backside where the belt is located. Patient noted that he has an allergy to rubber and latex. Patient removed the device and the rash improved. The patient's physician recommended using lotion or cream. During a follow-up, it was reported that the patient's irritation improved.